Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. The device was implanted last 2005 and noted that it had stopped working. A new device was placed, and no other patient complications reported.